Event description:
The customer reported that the alarm is not alarming even with new batteries. No pt injury was reported.

Manufacturer narrative:
Eval: results: eval of the returned product shows that the alarm functions are ok, however, the volume tone mode can not be selected.